Event description:
The physician reported that the vocal cord paralysis was not related to device stimulation. It was reported that the patient has recently undergone vocal cord medialization plasty and that the problem has resolved permanently. The patient's voice is now ok.

Event description:
During a presentation at a neurosurgeon expert meeting, the surgeon stated that the vns patient had left vocal cord paralysis following generator and lead replacement surgery. The patient was scheduled for medialization laryngoplasty.